Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the motor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed and exhibited triangles reading 41627. Troubleshooting was performed and pump continued to alarm. Patient stated that there was 12 hours remaining on the pump. No patient injury was reported.